Event description:
Additional information was received on (B)(6) 2011, when the manufacturer's consultant reported that the handheld and flashcard would be sent back. The handheld and flashcard were received by the manufacturer for product analysis on (B)(6) 2011. Product analysis on the flashcard revealed that there were no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. Product analysis on the handheld also revealed that there were no anomalies with the handheld performance during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications and the remaining battery charge level after over an 1-hr of testing was 64% of full capacity.

Event description:
On (B)(6) 2011, the vns treating physician reported that he has having problems with his handheld holding a charge. When the handheld was unplugged from the wall, even after it had been charging for hours, the physician reported that a message appears saying that the "battery is critically low". The manufacturer's consultant visited the physician on (B)(6) 2011 and confirmed that the event did occur. The physician was unsure of when the issue started occurring. Good faith attempts were made to the physician to return the programming system for product analysis but it has not yet been received by the manufacturer. If additional information is received, it will be reported.